Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to duplicate the issue. The fse replaced the master tool manipulator (mtm) and remote arm controller (rac) as a precaution. The system was tested and verified as ready for use. Isi received the mtm unit involved with this complaint and completed the device evaluation. The reported failure of error 1 was unable to be reproduced, but was confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The following parts will be replaced as a precaution: esmb pca, main wire harness. The mtm2 is ntf. The rac unit was returned for failure analysis but the reported failure of a non-recoverable fault could not be reproduced. However, the error/fault was confirmed via error logs/system logs. Error 1 was found in the system logs indicating a power fault. The error could not be duplicated in testing. The rac was installed into the xi system, and the surgeon side console (ssc) powered up normally. It passed communication, voltage/current and cpld version checked, idle system for 10 minutes, power cycles for two hours no errors. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer aborted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer observed a non-recoverable fault. Prior the calling, the customer power cycled the system and the fault returned on power up. The technical service engineer (tse) reviewed the onsite logs and found error 1 on master tool manipulator left (mtml) of the surgeon side console (ssc). The tse asked the customer to power cycle the system and the ssc with the circuit breaker for over one minute but the fault returned on power up. The customer was going to try and get another ssc from one of the other xi systems. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer informed that the procedure in question was approximately 3/4 of the way complete and the issue occurred while the surgeon was doing their anastomosis stitch. As they were stitching, there was a recoverable fault that pointed to master left arm at console and warning lights were present on arm 2. The customer tried to recover the fault and received a warning that this would disable the arm from use. The customer tried to proceed, but the surgeon was unable to control, camera, and none of the left arms, right arm was mobile. The customer turned off the system to try to reboot, which maintained the same error of master left arm. At that time, the circulator called the support line for intuitive and the technical service engineer (tse) had the customer perform a hard shutdown of the system. After powering up, the same issue persisted. The customer was told to get another console from another room that was finished. The customer powered the system down again, brought in another console, powered up the system, tested the arms- which seemed to be working, and proceeded with finishing the case. Total time elapse approximately 25-30 minutes. The customer informed that the field service engineer (fse) came in and could not replicate the issue, but said the system was good to go for the next day. Patient demographic information was requested but not provided.